Event description:
It was reported that during a surgical procedure, the" tip of the fiber broke off; surgeon removed the tip from the patient without any problems". A second fiber was used to complete the procedure. Patient outcome: "ok". There was no report of patient injury.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on metal surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: joules used: 28560. Time expended: 5:50 minutes. The fiber tip was not cleaned during the procedure.